Manufacturer narrative:
The device involved in the incident was not returned for evaluation. Photographs provided confirm the complaint. One picture showed that catheter lumen that is missing the blue tip. A picture of an x-ray showed the migrated tip of the catheter. Without an evaluation of the actual device involved, a definitive root cause determination is not possible. A supplier corrective action request was issued to the contract manufacturer. The device contract manufacturer's investigation revealed the root cause is possible due to an ineffective bond between the tip and the lumen. Tests were conducted attempting to replicate the issue. The result of those tests showed a change in the dimensions of the beading material produces a product with no defects and a bond that passed all pull-tests. As a result, the procedure was updated to change the dimensions of the beading and the tipping procedure will be updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the device return for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2023, during a hemodialysis catheter placement (temporary), femoral venous insertion, the distal segment of the catheter fractured and remained in situ. The venipuncture was described as easy, but with poor central venous catheter (cvc) progression (complicated by kinking of the guidewire). For this reason, catheter was removed, and it was observed that distal segment of the device was missing. Part of the device moved from its intended location within the body. The segment was already in the vein, as blood flowed back. On (B)(6) 2023, the segment migrated was removed. Piece was recovered but not kept by the hospital. However, there are pictures of the device used and its distal part removed from the body. Patient is a kidney transplanted female children and is recovering well.